Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the impedances was not known. When asked what steps were taken to resolve the issue they stated that the patient was not complaining of any bladder symptoms and therefore no lead revision will occur. The patient was not using the device. No further actions would be taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller stated that the patient had an appointment for a battery check. When the caller tested impedances, values are all >4000ohms. The patient did not have any falls or surgical procedures. The patient did not report loss of therapy. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss collected details to report the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.